Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who guided them through a pump reset process. Following the reset, the cgm error did not recur, and the customer successfully started their sensor session.